Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported a precharge voltage error message. This error will prevent the system from booting, testing in a loss of imaging functionality. There is no report of injury or death associated with this event.